Event description:
Complaint submitted through clinical data collection. Limited information provided and it is unlikely further information surrounding the patient or the event will be provided. Biocore moldable bioactive graft was used in a patient for posterolateral spine surgery on (B)(6) 2024. The graft was placed in vertebrae locations 3-4, 4-5 and 5-s1 and mixed with bone marrow aspirate and autograft (not collagen matrix, inc. Products). A cage and invictus screws (not collagen matrix, inc. Products) were also used in conjunction with the biocore product during the initial surgery. Customer stated the biocore product handled and performed excellent, and there were no notable complications observed during implantation. At a routine 6-week follow-up visit on (B)(6) 2024, the patient reported no pain in their back or legs. The spinal fusion based off radiograph was classified as satisfactory. No other concomitant medical treatments were noted and there were no complications or adverse events reported at this follow-up visit. At a routine 3-month follow-up visit on (B)(6) 2025, patient reported pain in the lower back but no pain in either leg. The spinal fusion assessment based on radiograph maintained a satisfactory level. It was noted there was complete resolution of knee pain at this time. Patient had a steroid injection at the 3-month follow-up as well. Patient returned on (B)(6) 2025 in which the adverse event was reported. The patient was diagnosed with sacroiliitis in the lower back and left leg, in which the return of radicular symptoms was noted, with an adverse event onset date of (B)(6) 2025. This was classified as an unexpected, but not severe, adverse event. Intervention included left sacroiliac joint injection of celestone and marcaine performed on (B)(6) 2025. Medications were also prescribed (flexeril 5mg, ibuprofen 800mg and medrol dosepak). Prior to the (B)(6) 2025 visit, a CT of the lumbar scan was taken ((B)(6) 2025) and an mr of the lumbar spine was taken ((B)(6) 2025). No further details surrounding the patient status, patient outcome, or event will be provided.